Event description:
It was reported that hospital had some power surge issues that caused the console to overheat. The console then started smoking and caught on fire. This occurred prior to the start of a spine procedure. There was no patient or user injury.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.